Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the patient was not getting therapy. A catheter revision was done on (B)(6) 2014. The healthcare provider had to cut the catheter all the way down to the anchor before he could aspirate cerebrospinal fluid. Additional information later reported the patient wasn¿t getting drug and the hcp could not aspirate. They used a connector from revision kit and attached a new catheter. The pump was used to deliver lioresal. Additional information has been requested, but had not been received as of the date of this report.